Event description:
Foreign body embolus in heart - 30cm, 5fr power PICC catheter removed by interventional radiology. No detectable harm to pt.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.